Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. Upon review, the patient's right atrial lead was found to be dislodged. The lead was successfully re-positioned on (B)(6) 2018. The patient was stable throughout.